Event description:
It was reported that a perforation occurred. The lead was replaced with a new lead. The condition of the patient was good before and after the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).